Event description:
It was reported that a lead was broken and troubleshooting included an x-ray to provide insight to the issue. The cause of the event was not determined. The device system was removed and the patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v877360, implanted: 2011 (B)(6); explanted: 2014 (B)(6); product type lead (B)(4).